Event description:
The customer reported a speaker malfunction. The device was used for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a speaker malfunction. No patient or customer harm was reported.